Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant the patients right atrial (ra) lead was suspected of being dislodged. A lead revision procedure was completed. The following day after the revision the lead triggered alerts for high bipolar and unipolar impedance, and a polarity switch. Reprogramming was completed and the lead remains in use. No patient complications have been reported as a result of this event.